Event description:
Dealer states 811 codes. Chair is stopping. He states the voltage is dropping not more than a volt. Dealer didnt count flash codes from previous times the chair stopped but says the last several codes were 811. Advised this can be controller but check all connections even to batteries.